Manufacturer narrative:
This lead remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited an increase in pacing thresholds as well as an increase in pacing impedance measurements which were recently high over the last year. Noise was also seen on the shock channel with arm movements. Additional provocation testing will take place and the patient will continue to be monitored. No adverse patient effects were reported. The lead remains implanted.

Manufacturer narrative:
This lead remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited an increase in pacing thresholds as well as an increase in pacing impedance measurements which were recently high over the last year. Noise was also seen on the shock channel with arm movements. Additional provocation testing will take place and the patient will continue to be monitored. Additional review by technical services (ts) noted that this rv lead had deterioration over the last twelve months, thus no therapy had been delivered since implant. Ts recommended in clinic troubleshooting. No adverse patient effects were reported. The lead remains implanted.

Manufacturer narrative:
This report is being filed to update the patient identifier.

Event description:
It was reported that this right ventricular (rv) lead exhibited an increase in pacing thresholds as well as an increase in pacing impedance measurements which were recently high over the last year. Noise was also seen on the shock channel with arm movements. Additional provocation testing will take place and the patient will continue to be monitored. Additional review by technical services (ts) noted that this rv lead had deterioration over the last twelve months, thus no therapy had been delivered since implant. Ts recommended in clinic troubleshooting. No adverse patient effects were reported. The lead remains implanted.